Event description:
It was reported that this pacemaker recorded signal artifact monitoring (sam) episodes which show minute ventilation termination algorithm on the right atrial channel and also noise over sensing with high, out of range pacing impedance measurements on both right atrial and right ventricular channels. According to technical services (ts) this appears to be originated due to some surgical procedure, being a false sam event. All daily lead impedances were within normal limits. There was no evidence of lead noise. The clinician was going to have the patient come in for further evaluation. The pacemaker remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.